Manufacturer narrative:
Based on the information provided by the patient, the most likely cause of the injury is due to over-application of the product by the healthcare practitioner that resulted in frostbite. The application instructions provided with the product identify to spray the treatment area with the device continuously for 3 to 7 seconds for the bottle product ( 10 seconds for the aerosol can products) or until the skin begins turning white, whichever comes first. The patient identified that the device was sprayed and sprayed on the foot and the practitioner continued to spray even after the patient reported pain due to the application. The adverse reactions section of the labeling identifies that over application of the product may lead to frostbite. It should also be noted that the device is not indicated for the treatment of foot fungus. The product is intended to temporarily control pain associated with injections and minor surgical procedures and the treatment of foot fungus is considered off-label use of the product.

Event description:
The patient (female) was being treated by a podiatrist for foot fungus. It was reported that the patient's entire foot was sprayed continuously with gebauer's ethyl chloride for an extended period of time. The patient identified that they told the healthcare practitioner that the application was causing pain and the practitioner continued spraying the foot. Patient reported that the received a third-degree burn on the foot. Symptoms included blisters, itchiness, burning sensation, and drainage. Reported that it hurt to walk. Patient has received treatment from a different healthcare practitioner for 6 weeks and wound is improving but still red.